Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the fusion oxygenator leaked from the bottom during the priming process. The use of the device was unspecified. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional info b5: the device was replaced additional info b5: there were 2 lots of fusion oxygenator used in the manufacture of this combo pack, lots: 231566979 <(>&<)> 231557809 additional info e1: initial reporter name, address, and phone number updated additional info d4: device serial number updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction d4: lot number information updated additional info d4: exp date information updated additional info h4: manufacture date updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the fusion oxygenator leaked from the bottom during the priming process. The device was replaced. See attached photo. No patient complications have been reported as a result of this event. There were 2 lots of fusion oxygenator used in themanufacture of this combo pack, lots: 231566979 & 231557809.